Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) rep said that pt had a unrelated stroke and needs an MRI of the brain. Pt rep says the stimulation "aggravates her bone pain it doesn't help her at all she just uses it minimally now but it does help her nerve pain". They said this has been happening since the implant and told hcp about this right away but they no longer see them, and now see a different hcp. They said that a percutaneous lead was replaced with a paddle lead (whichis reflected in drs record). They are needing help getting into MRI safe mode. They are at neurologist office right now and pt is with hcp so they cant use pp to check MRI mode. Pt rep will call back for help getting into MRI safe mode to make sure pt is full body eligible. Pt rep called back and repeated previously documented information. Caller wanted to figure out if pt is eligible for MRI. Agent tried to have c aller use patient programmer to activate MRI mode, but pt's implant battery did not have charge. Agent consulted with tech services and clarified that their current lead  is only head eligible at best and relayed this to caller. Agent also supplied caller with MRI tech phone number if their healthcare providers wanted to seek additional information.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2015. Explanted: (B)(6) 2015. Product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2015, explanted: (B)(6) 2015. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-jul-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.